Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00169, 0001032347-2020-00170. Concomitant medical products: 1.5 lactosorb system straight plate - 4 hole, part# 915-2413, lot# 846820; 2.0 lactosorb system straight plate - extended - 4 hole, part# 915-2111, lot# 144990; 2.0 lactosorb system l-shape plate - left extended, part# 915-2151, lot# 957040. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6)..

Event description:
It was reported that three (3) bio-absorbable plates were removed due to infection approximately two (2) weeks following implantation during a midface reconstruction procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As there is a reported revision surgery the complaint is considered confirmed. Functional testing could not be conducted as the products were not returned. Per customer provided follow up it is unknown if the infection is related to the device or what the cause of the infection is. The DHR and sterilization certificates were reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For this part (915-2413) and the previous one year (from the notification date) regarding a revision surgery due to infection, there is a complaint rate of 0.14% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause could not be determined due to insufficient information provided to determine the failure mode that led to the infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.